Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, an issue related to the internal battery was observed. The device's internal battery will need t be replaced to address the issue. The device has been evaluated but not repaired, pending customer approval of the estimate.